Event description:
The customer reported an error charger failed appears on the c-arm display.

Manufacturer narrative:
The ge service rep checked the system and confirmed the issue. He found the generator batteries were over charged. The rep replaced the battery pack. He also found the battery charger will not charge the batteries. No current output from the charger. He also replaced the assembled pcb, battery charger. The rep found the k2 relay on the cap power supply broken. He replaced the assembly cap/power module, motorized, no rework was needed.